Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with an unknown size unknown gel implant and experienced breast implant rupture on her right side. The patient underwent bilateral explantation and replacement with catalog number 3501650; serial number (B)(4) on the left side and with catalog number 3501650; serial number (B)(4) on the right side on (B)(6) 2008.